Manufacturer narrative:
Sequencing results interpretation: the molecular presence of only cytosine at the polymorphic site indicative of the ss antigen represents a s individual1,2. This is consistent with precisetype hea beadchip heaf9183_4. No other polymorphisms were observed that would affect expression however sequencing for other sites in the gypb gene were unresolvable which may be consistent with a hybrid or deletion event. Molecular events affecting expression, including gyp hybrids, are listed as limitations in the precisetype hea molecular test package insert.

Event description:
The customer reported a possible discrepancy. The donor is s- using the bioarray hea molecular beadchip kit; serology results were s+.